Event description:
Diagnosis: rosacea; has laser procedure done annually for treatment of rosacea, usually tried a different laser, however, dermatologist recommended a different treatment this year (ipl procedure). Almost immediately following treatment noticed indentations in skin + decreased facial volume. Laser should not be on the market.